Manufacturer narrative:
(B)(4). Date sent: 2/8/2016. Added additional information: batch # (B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60w cartridge loaded on the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: when the knife moved forward automatically when the device was inserted into the patient, did the device fire without the user activating the firing trigger? --- no information. If no, please explain how the knife moved forward automatically? --- no information. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? --- no information. Did the jaws of the device eventually open? --- no information. Was the cartridge gst60d or ecr60d --- no information.

Event description:
It was reported that during a laparoscopic low anterior resection, the knife moved forward automatically when the device was inserted into the patient. The cartridge was gold. Then, the device was removed from the patient and fired out of the patient, but the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.